Manufacturer narrative:
A steris service technician arrived on site and confirmed that three employees had experienced minor burns. No medical treatment was sought and it was confirmed that no ppe was worn during the removal of the package. The vpro max sterilizer operating manual states "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." And "unload sterilization unit: steris recommends wearing chemical-resistant gloves when using the sterilization unit." The technician confirmed that the user facility now knows to use protective gloves during all package removals from the vpro. The technician inspected the unit and confirmed it to be operating according to specification.

Event description:
The user facility reported that three employees experienced minor burns to their fingers upon the handling of packages after a load was processed. No procedural delay or cancellation was reported.